Event description:
It was reported that the patient presented to the clinic with stored episodes of non-sustained rv oversensing. Review of the episodes showed myopotential oversensing. Further testing and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.